Manufacturer narrative:
The device has not been returned, at this time, to the manufacturer for evaluation. A lot history review (lhr) of recs1229 showed no other similar product complaint(s) from this lot number. Device has not yet been returned for evaluation.

Event description:
It was reported that the catheter was unpacked normally in the department of radiotherapy on (B)(6) 2019. When pre-flushing of the catheter was performed for checking the integrity of the catheter, it was found broken on the metal handle of the stylet. It was stopped for use and the dealer was informed of this situation.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a break in the catheter near the metal cannula was confirmed, but the exact cause of the break could not be determined. One groshong 4fr single-lumen PICC was returned for investigation with the stylet in the lumen. The hang-tag had been removed from the PICC. The catheter was received in two segments. 4.5mm of a 5.5mm catheter segment was positioned over the metal cannula on the stylet flushing connector. The remainder of the catheter, which was 59.3cm in length, was received loose over the stylet wire. The stylet wire was intact and no damage was observed on the stylet. The adjoining ends of the catheter exhibited a granular and uneven surface. No significant tensile weakness was detected in the catheter tubing. No sharp edges were observed on the metal cannula. It is unknown if the catheter was compressed over the stylet wire and/or cannula or if the hang tag initiated a tear in the catheter. Since the catheter was received in two segments, the complaint was confirmed; however, the exact cause of the break in the tubing was undetermined. A review of the manufacturing records showed no deviations/issues associated with this problem in regards to product materials, manufacturing, or qc inspection processes. All necessary inspections were performed throughout all manufacturing, packaging and inspection activities and for raw material utilized in the manufacture of this lot.

Event description:
It was reported that the catheter was unpacked normally in the department of radiotherapy on january 11, 2019. When pre-flushing of the catheter was performed for checking the integrity of the catheter, it was found broken on the metal handle of the stylet. It was stopped for use and the dealer was informed of this situation.